Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, both the needle and thread broke. The needle was detached from the suture.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, both the needle and thread broke. The needle was detached from the suture. There was no patient injury.

Manufacturer narrative:
Post market vigilance (pmv) received one device and four boxes of representative samples sealed with the appropriate packaging. A tactile and microscopic inspection of the sutures was performed with no abnormalities. The visual inspection of the opened sample noted one suture and two needles. One needle was returned disengaged from the suture. Under microscopic inspection, normal crimp and swage marks were noted. A needle attachment test was performed on the sealed samples, and the results met the specifications for this product. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. If information is provided in the future, a supplemental report will be issued.